Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, uterine dilation and curettage, gestational diabetes, multigravida, parity 3 and umbilical hernia. Previously administered products included for irregular pap smear: mirena from 2008 to 2012. Past adverse reactions to the above products included contraception with mirena. Concurrent conditions included overweight, depression, blood pressure high, back pain, ventral hernia repair, breast reduction, headache, chest pain, nausea, vomiting, intermittent fever, chills, fibroids, uterus enlarged, adenomyosis, left lower quadrant pain, nabothian cyst, hemorrhagic cyst, chronic cervicitis, follicular cyst of ovary, irregular menstruation, inguinal hernia, gas pain and constipation. Concomitant products included simeticone (simethicone). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("vaginal discharge"), diverticulum ("other injuries/symptoms: gi conditions/gastrointestinal or digestive system condition type: diverticulosis"), fatigue ("fatigue"), migraine ("migraine/migraines / headaches,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vagnosis,") and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral}, hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, menorrhagia, vaginal infection, vaginal discharge, diverticulum, weight increased, fatigue, migraine, vaginal haemorrhage and bacterial vaginosis outcome was unknown. The reporter considered bacterial vaginosis, diverticulum, fatigue, genital haemorrhage, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 213 lbs. Discrepancy noted - essure insertion date previously reported as on (B)(6) 2013. The fallopian tube on the right side was followed out to its fimbriated end and was grasped at the isthmic portion and the filshie clip was placed without any complication. The filshie clip applicator was then reloaded! Brought again through the second laparoscopic port. The fallopian tube on the left side was followed out to its fimbriate end, also tortuous but within normal limits. The filshie clip was placed at the isthmic portion of the fallopian tube very easily without any complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2013: result: bilateral occlusion. Total bilateral occlusion, other (please describe) confirmed placement of coils. Healthcare provider told confirmed placement of coils on each side.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-sep-2019: pfs and mr received ¿ new events abnormal bleeding (vaginal, menorrhagia) and infection (bladder/ urinary tract/vaginal) type: bacterial vagnosis was added. Event gastrointestinal disorder updated to gastrointestinal or digestive system condition type: diverticulosis . Essure insertion date were updated. Patient height were added. New reporter and consumer address were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder / urinary problems: vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("other injuries / symptoms: gi conditions"), fatigue ("fatigue") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, menorrhagia, vaginal infection, vaginal discharge, gastrointestinal disorder, weight increased, fatigue and migraine outcome was unknown. The reporter considered fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, vaginal discharge, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Lab data added. Events : bleeding: menorrhagia (heavy menstrual bleeding), general abnormal bleeding, bladder / urinary problems: vaginal infection, vaginal discharge, other injuries / symptoms: gi conditions, weight gain, fatigue, migraine were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.